Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a decrease in the estimated remaining longevity was identified, but the exact details of this observation were not provided. Consequently, the physician made the decision to explant and replace the device. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product was discarded by the explanting facility, so it not available for return to perform technical analysis.